Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "twisted breasts, stiffed breasts like a stone" and rupture. Further reported was "muscles pain... [And] shortened muscles" which have been deemed not related to the device. This record represents the right side. The device remains implanted.